Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/23/2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter pairing test was performed with nordic bluetooth device and log download was successful . Transmitter voltage test was performed and the unit showed 0.21 v. The global transmitter final function test was performed and the transmitter failed. Share log data review showed signal loss on the date of issue. The reported customer complaint with the transmitter was confirmed. The root cause could not be determined post investigation.